Event description:
It was reported that at the patient¿s follow-up visit the atrial lead exhibited no capture/no sense. A cxr (chest x-ray) showed that the lead had pulled back into the svc (superior vena cava). The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).